Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident requiring hospitalization within 24 hours of having attempted unsuccessfully, due to error e-6, to use the aviva meter. Caller stated patient has been admitted to the hospital due to the delayed service, is in the last stage of her life, and she has been treated by wrong medication. Customer provided no specific timeframe between getting the e-6 message and hospitalization, no information regarding for what she was treated or with what she was treated. A request was made for the return of the device.